Event description:
The customer reported he detected that the red aiming beam stopped working at around 150,000 joules of use but noticed nothing obstructing the aiming beam. He continued working with the fiber but experienced diminished tissue vaporization. After a couple of more mins of firing, the fiber tip temperature and recommended cleaning the fiber tip. The doctor couldn't detect any debris around the fiber tip but he removed the fiber from the pt and proceeded to clean it as recommended. He continued working until 159,000 joules but by then the fiberlife feature was constantly on and vaporization efficiency was very low. The doctor decided to stop working with this fiber and completed the case using a second fiber. There was no report of injury.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report of the fiberlife feature activating and diminished tissue vaporization efficiency, is not considered a reportable issue. Upon analysis of the returned fiber, a circumferential fracture of the glass cap, proximal to the fiber/cap fusion zone was found. The cap was also found to have burnt on detritus and devitrification of the cap output window. The fiber condition would likely result in activation of the system fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. Based on the analysis findings, the circumferential fracture condition may also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.